Event description:
It was reported that pocket and lead implant site both infected. The device exposed at incision site. The patient presented to physician office with complaint of puss at incision site. There was no diagnostic / troubleshooting performed. Neurostimulator device and lead were explanted. The issue was resolved at the time of this report. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0nsgq, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0nsgq, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).